Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 91 year old male who presented with an acute myocardial infarction and cardiogenic shock, consistent with scai stage d. Impella support was initiated prior to pci due to hemodynamic instability and an lvedp of 40 mmhg. The patient experienced clinically significant bleeding at the impella left femoral artery access site during support. This bleeding occurred in the setting of a markedly elevated inr, peaking at 5.4, while the patient was also receiving antiplatelet therapy. While the bleeding was attributed to the impella access site, the documentation indicates that markedly supratherapeutic inr levels and concurrent antiplatelet therapy were significant contributing factors. These factors likely played a substantial role in the development and severity of the bleeding and subsequent blood loss anemia. The patient required four units of packed red blood cells during hospitalization. No device malfunction was identified, and the impella was removed electively without further bleeding noted at the site. The patient ultimately stabilized and was discharged in improved condition. Bleeding is consistent with risks documented in the instructions for use (IFU).

Manufacturer narrative:
Asae/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Anemia:: the cause of the injury was not determined due to insufficient clinical details.